Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with fluid discharge from the pocket. The system was sent for culture. There were no additional adverse patient effects reported. The rv lead was explanted.